Event description:
It was reported the patient met with the sjm rep for reprogramming. The patient did not have full stimulation coverage, and the issue could not be corrected. In addition, the patient reported rib stimulation. It was reported the patient recently had a surgery to remove and replace his old fusion hardware. The patient was working closely with his physician for the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.